Event description:
The customer reported that the device failed to discharge during cardioversion.

Manufacturer narrative:
The customer reported that the device failed to discharge during cardioversion. In 2009, the customer then called to report that the staff had previously been told to look for a better lead, but had forgotten to do that. There was no malfunction. Based on the customer's report, we are considering this a user misunderstanding regarding lead selection during cardioversion.